Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that an ultamet metal liners had been in place for 8+ years. Patient was very active (biking 35 miles a week, working out 4 times a week) who¿s metal ion serum showed increased cobalt levels that warranted an exchange to poly. Only symptoms the patient showed was a tender groin and moderate pain after high activity. Intraoperative observations showed mild graying of surrounding tissue but no osteo lyric lesions. Liner exchanged was accomplished without incident. Doi: (B)(6) 2009; dor: (B)(6) 2018 unknown hip.